Event description:
Customer reported that she removed the cap and the tubing was stuck. Customer reported having difficulty removing the tubing. Customer also mentioned that the keypad was unresponsive. Customer's blood glucose readings were reported to be 526 mg/dl and have treated with manual injections. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with several a47 alarms found at the alarm history file due to a corrupted history file. All buttons responding properly, however traces of moisture found at keypad traces. No a17 alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement and self tests. No cosmetic damage noted.